Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's evaluation.

Event description:
It was reported in medical records received for the patient that the patient had an umbilical hernia. The hernia required surgical intervention to repair, and occurred after the patient began peritoneal dialysis therapy on the product. The specific date of the event or surgical repair are unknown at this time.

Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, a device is not released if it does not meet requirements or is nonconforming. Medical records did not contain peritoneal dialysis clinic progress notes, hospital progress notes, a history and physical or peritoneal dialysis treatment records on and or about (B)(6) 2013. The medical record history mentions the umbilical hernia but did not include the umbilical hernia repair in the surgical/medical history. The onset date for the hernia was not mentioned. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the reported event. There was no documentation in the medical record that indicated the patient experienced an iipv. There was no documentation in the medical records that revealed the cause of the hernia. Due to the lack of medical records, no conclusion can be made regarding a causal relationship between the patient¿s umbilical hernia and the patient¿s peritoneal dialysis treatment and products.